Manufacturer narrative:
The lead is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited oversensing and high out of range pacing impedance measurements. It was also noted that pacing was not delivered when required. An invasive procedure was performed. Damage was noted on the lead, near the device header. This lead was explanted and replaced. No additional adverse patient effects were reported.